Event description:
During an atrial flutter procedure, the tip of the catheter fractured during insertion into the femoral artery. Another catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual or microscopic anomalies were noted during investigation, and the tip of the catheter was fully intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fractured tip remains unknown.